Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an alert for shorted output stage detection was observed on the device. Lead damage is suspected. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.

Event description:
Additional information was received indicating out of range defibrillation impedance was observed.

Event description:
Additional information was received indicating high defibrillation impedance was observed.